Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had previously had a stimulator that was moved from where located and buried deeper because it used to catch on things.  Pt said they do not know the date but: it used to catch on things from day one. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.